Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose of 40 to 348 mg/dl and treated with glucose. Customer indicated that their doctor recently made changes to their basal rates and declined to troubleshoot. Customer was advised to monitor the pump and blood glucose and call back if any further issues